Event description:
The event occurred during infusion of normal saline and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. It was reported that the nurses found black spots on the spike and the drip chamber. The primary set was primed, used, and then subsequently replaced. Although there was patient involvement and a five-minute delay to the procedure, there was no human harm reported as a result of this event.

Manufacturer narrative:
Two used primary plum sets were received for inspection. On the first sample, black spots were observed on piercing pin during pre-engineering evaluation. After decontamination, the black spots were not observed. No other damages or anomalies noted. On the second sample, multiple black spots were confirmed as visible in the drip chamber and the bond pocket. The drip chamber was cut open and the particles were confirmed to be embedded in the drip chamber wall, not in the fluid path. The combined area of these particles exceeds the allowable surface area of embedded or attached foreign material per product specifications. The reported complaint can be confirmed based on the investigation of the first sample. The probable cause for the black spots observed on the piercing pin during pre-engineering evaluation is unknown. The probable cause for the black spots observed on the drip chamber is due to an external supplier during the manufacturing process. While the device fails visual inspection, the embedded material is not in the fluid path, and does not affect the functionality of the device.